Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise episodes were observed due to suspected myopotential oversensing. No further information is available.